Event description:
It was reported that mreye embolization coils migrated following their placement in 64-year-old female patient as a result of hepatic infarct. The patient underwent a pancreatoduodenectomy with portal vein and sma reconstruction with a graft. The post-surgical recovery was complicated by sepsis due to hepatic abscesses from an infected port and a gj anastomotic ulcer. Thirteen days after surgery, chills, fatigue and left abdominal pain experienced by the patient led to a CT scan. The scan revealed narrowing of the portal smv, prompting a transhepatic portal vein venogram with stenting and coil placement to occlude the transhepatic parenchymal tract. Initially, there were no complications. However, four days later, a CT scan showed a new area of liver hypo-enhancement, indicating a developing hepatic infarct peripheral to the inferior right hepatic lobe coil embolization. Eight days post-procedure, another CT scan revealed an air-fluid collection distal to the embolized transhepatic tract, measuring 3/8 x 5.6 x 6/5 cm. The collection contained the embolization coils, which were now scattered throughout. Twenty-one days after the procedure, three coils were successfully removed via sheath access and a stone basket during an abscess drain exchange. By twenty-nine days post-coil placement, a follow-up CT showed the evolution of the hepatic infarct into a well-defined bilobed fluid collection. The patient was discharged home the following day. No other adverse effects were reported for this incident.

Manufacturer narrative:
B3 - date of event: 2022 h3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that mreye embolization coils migrated following their placement in 64-year-old female patient as a result of hepatic infarct. The patient underwent a pancreatoduodenectomy with portal vein and sma reconstruction with a graft. The post-surgical recovery was complicated by sepsis due to hepatic abscesses from an infected port and a gj anastomotic ulcer. Thirteen days after surgery, chills, fatigue and left abdominal pain experienced by the patient led to a CT scan. The scan revealed narrowing of the portal smv, prompting a transhepatic portal vein venogram with stenting and coil placement to occlude the transhepatic parenchymal tract. Initially, there were no complications. However, four days later, a CT scan showed a new area of liver hypo-enhancement, indicating a developing hepatic infarct peripheral to the inferior right hepatic lobe coil embolization. Eight days post-procedure, another CT scan revealed an air-fluid collection distal to the embolized transhepatic tract, measuring 3/8 x 5.6 x 6/5 cm. The collection contained the embolization coils, which were now scattered throughout. Twenty-one days after the procedure, three coils were successfully removed via sheath access and a stone basket during an abscess drain exchange. By twenty-nine days post-coil placement, a follow-up CT showed the evolution of the hepatic infarct into a well-defined bilobed fluid collection. The patient was discharged home the following day. No other adverse effects were reported for this incident. Reviews of the documentation, including the quality control procedures and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [t_ce_imwce_rev6] supplied with the device states the following in consideration of the reported failure mode: precautions "perform an angiogram prior to embolization to determine correct catheter position.¿ based on the information provided, no product returned, and the results of the investigation it was concluded that patient pre-existing conditions and procedural complications contributed to the complaint event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.